Event description:
It was observed that during the device evaluation, the camera head exhibited kinks and small cut on cable and noise showing on image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure for kinks and small cut on cable, regarding the noise showing on image was due to faulty charged coupled device. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.